Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, g1, h6.

Event description:
Additionally, healthcare professional reported "seroma, neg. For cd30." Device has been explanted.

Event description:
Additionally, healthcare professional reported "seroma, neg. For cd30." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, wear abrasion and overweight. Cloudy was observed after autoclave disinfection process. No openings observed in the device. The weight is verified after the autoclave, which is within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., b.6., d.6b., d.9., h.3., h.6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and rupture.

Event description:
Healthcare professional reported right side "possible rupture", capsular contracture, baker grade iii, "high and tight", "discomfort and problems" and "patient's concern with product." Device remains implanted.